Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's daughter reported via phone call high blood glucose levels. Customer's blood glucose level was 570 mg/dl. Customer's friend advised the insulin pump did not alarm no delivery. Troubleshooting for the high blood glucose levels was performed. Customer is in the hospital since they have cancer and their blood glucose is high as a result of the cancer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.